Event description:
It was reported that skin irritation at the infusion site causing redness and irritation had occurred while wearing the pod greater than 48 hours. The patient reports this is an on-going issue that often results in scarring at the infusion site. No treatment information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin scarring. No lot release records were reviewed, as the product lot number was not provided.